Manufacturer narrative:
The microsensor was returned for evaluation: device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the catheter material and internal wires broken and separated from connector. No testing possible. Based on the evaluation, the supplier was able to confirm the complaint. The complaint was confirmed in the failure analysis. The root cause is ¿mishandling of the catheter¿.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the ventricular microsensor was not able to be zeroed. Upon reinsertion the white connector of the microsensor was found to have been broken off. The physician replaced with another of the same device to finish the procedure. The monitor used with the device was 826635. A procedural delay of 15 minutes was reported.